Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2019-jul-03. It was reported that the date of onset of the spasticity, sweating, and irritability was unknown but the patient did have 1 month episodes thought to be pain, slept well, no sweating, and tone at baseline or mildly increased. On (B)(6) 2019, the dose was increased for discomfort. On (B)(6) 2019, the patient called with concern thought to have constipation, and started valium 1-2x/day. On (B)(6) 2019 the patient was seen at the clinic for troubleshooting and x-rays looked ok. Side port access was done and csf was withdrawn freely. On (B)(6) 2019, there was no response to a large programmed 150mcg bolus and the patient was referred to the neurosurgeon. On (B)(6) 2019 the or found a near 15 year old catheter that was crumbling with calcifications (note: this conflicts with the previous report that no visual defects were seen in the old catheter). All were removed. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jun-25. It was reported that in the or beta transferrin showed no csf. There was no csf flow in the operating room, so a new catheter was placed with good csf flow. No visual defects were seen in the old catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-apr-2005, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receievd from a healthcare provider (hcp) via a manufacturer representative on 2019-jun-07 regarding a patient receiving lioresal (2000mcg/ml at 342mcg/day in flex mode) via an implanted infusion pump. The indications for use included intractable spasticity and spastic quadriplegic cerebral palsy. It was reported that the patient had evolving symptoms of intrathecal baclofen (itb) withdrawal over the last two weeks with periods of spasticity, sweating, and irritability. X-rays looked normal and side port aspiration was normal. A bone scan was normal and a spine ultrasound showed a fluid collection near the spine where the catheter entered. This collection was aspirated in interventional radiology (ir). No infection was noted and beta transferrin showed no cerebrospinal fluid (csf). Environmental, external, or patient factors that may have led or contributed to the issue included a spine fusion 1-2 years ago with instrumentation, but no signs of itb withdrawal were reported in the monthsafter the fusion. The plan was to explore the spinal catheter in the operating room (or) knowing that it was a 15 year old system. There was suspicion of a micro leak. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.